Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a scratched screen that was difficult to read, required frequent battery changes, rejected new batteries, had sticking buttons, alarmed unexplained no delivery alarms, and had missing blood glucose data from the history. The customer declined to provide the blood glucose reading. She stated that the act and esc buttons got stuck. She also reported that the keypad anomaly may have caused high blood glucose levels. She declined troubleshooting assistance for the matter and requested an upgrade for the device. Nothing further reported.